Event description:
Elderly female with history of chest pain. Procedure: l heart cath and angioplasty with stent. Guide was noted to have a permanent "kink" when removed from packaging. Product not used on the patient. Manufacturer response for guiding cath, vista brite tip. Will obtain.